Event description:
It was reported during an endoscopic retrograde cholangiopancreatography procedure an electro-thermal perforation was noted in the common bile duct. A stent was placed without incident and the pt was treated with an antibiotic. The pt's condition is good. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's follow up revealed stent placement had been scheduled prior to incident. Directions for use state: "possible complications include, but may not be limited to: pancreatitis, perforation by guidewire or catheter tip, cholangitis, stone impaction, bleeding, septicemia, infection and allergic reaction to contrast medium."